Event description:
Customer states that a bhcg result of '0.0mlu/ml' was obtained on the access system and was reported to the physician. The physician questioned the result and the sample was subsequently re-run with a resulting elevated bhcg that was consistent with pregnancy. User investigated this event and identified that the bhcg reagent pack was not loaded in correct location on the reagent carousel wheel. User also stated that the bhcg reagent pack may have not been loaded on the access system when the sample in question was run. There was no serious injury associated with this event, however a false low or negative bhcg result could result in inappropriate treatment decisions that have the potential to contribute to a serious injury.